Manufacturer narrative:
(B)(6). One bioraptor knotless suture anchor inserter was returned for evaluation. Visual inspection of the inserter showed the inner shafts distal end has broken off. A root cause could not be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The anchor inserted into the prepared hole without event and tapped into place. Torque limiter was then turned to lock the sutures in place, it was then noticed that the internal driver had broken off. A second anchor placed with no problems. The patient's bone quality is noted as being hard. No patient injury or other complications were reported.